Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, myopotential oversensing were detected on the device. Technical support was contacted and suggested device reprogrammed. The device was reprogrammed the patient was in stable condition.